Event description:
It was reported that while the surgeon was pulling on the sutures of the implant the sutures fractured. The anchor remained implanted in the patient. The surgeon used three additional implant and the sutures fractured on all three and the anchors remained implanted in the patient. There was no harm reported to the patient or plan to explant the anchors from the patient.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02450 and 0001825034-2023-02451. D10: medical products: item#: 110005315, jgrknt short rigid sz2 imp/drl; lot#: unknown. Item#: 110005315, jgrknt short rigid sz2 imp/drl; lot#: 0002402496. G2: foreign: australia. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.